Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device return and analysis and the device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted.

Event description:
It was reported that the stylets packaged with models 5076 and 4076 are not holding their j shape. No patient complications have been reported as a result of this event.